Event description:
It was reported that this patient has recently exhibited episodes of over-sensed myopotential noise from both the left ventricular (lv) and right ventricular (rv) lead. Additionally, noise was noted from the right atrial (ra) lead. The device data was forwarded to boston scientific technical services (ts) for review and it was determined that the over-sensed rv noise resulted in pacing inhibition. There was also evidence of variable rv and lv amplitude measurements. It was recommended to perform a thorough in-clinic evaluation of the integrity of all three leads via provocative maneuvers, isometrics, and potential diagnostic imaging. The ra and rv leads are not boston scientific products. It was stated recently that the event has been resolved, but no additional details were provided. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient has recently exhibited episodes of over-sensed myopotential noise from both the left ventricular (lv) and right ventricular (rv) lead. Additionally, noise was noted from the right atrial (ra) lead. The device data was forwarded to boston scientific technical services (ts) for review and it was determined that the over-sensed rv noise resulted in pacing inhibition. There was also evidence of variable rv and lv amplitude measurements. It was recommended to perform a thorough in-clinic evaluation of the integrity of all three leads via provocative maneuvers, isometrics, and potential diagnostic imaging. The ra and rv leads are not boston scientific products. At this time, the system remains implanted and in-service. No adverse patient effects were reported.